Event description:
Philips identified an issue internally that in the echo module and vascular ultrasound module of iscv, when the same ¿finding code¿ is added consecutively into multiple ¿finding groups¿ in the same ¿section¿, not all the finding codes are shown in the report. Also, if the finding code is sent to the ¿conclusions¿ of the report by double clicking the finding code, that expected finding code does not appear in the conclusion of the report. Although philips identified this issue internally and there was no adverse event associated, this has been determined to be a reportable malfunction. Under specific circumstances, it could potentially lead to delayed diagnosis or misdiagnosis. Given the defect¿s nature and its potential impact on clinical decision-making if it were to recur, philips has determined that this constitutes a reportable malfunction.